Event description:
The pt was transferred from her bed on the concerto in her room and was transferred in the bathroom. The pt positioned on the stretcher and tipped over the tray on the side. The pt slid by following the slope of the tray as it fell (flopped) to the ground (safety sides engaged). Pt suffered a hematoma to the head and a broken right femur and was taken to the hospital; no further info was released.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the MFR arjo hospital equipment ab (registration #(B)(4)). Add'l info will be provided following the conclusion of the MFR's investigation.